Event description:
The customer contact reports the device touchscreen does not respond to touch. The device was returned to the biomedical department with a not that stated "does not respond to touch." No specific patient information, no programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device fails the touchscreen test and would not calibrate. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.